Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high potassium (k) and sodium (na) results generated by unicel dxc 800 pro chemistry analyzer. The samples were repeated on another unit and lower results were obtained. Patient result information was not provided. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run. Qc results were within the lab's established ranges prior to the event. A bci field service engineer (fse) cleaned and replaced parts on the unit. A clear root cause can not be determined for this event.